Manufacturer narrative:
The pump was received without battery cap unable to confirm damage. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the battery compartment. The customer's blood glucose level at the time of incident was 131mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.